Event description:
Customer informed that she used lifestyles skyn condoms and it slipped off and stayed inside of her for 7 hrs. She developed allergic reaction after this. This customer is allergic to latex. She stated that she used 11 condoms from this box and just developed allergy after using the last condom. She believes that it was due to the fact that this condom stayed inside of her for seven hrs. She used two bottles of benadryl for five days as a treatment.